Manufacturer narrative:
Spacelabs has launched an investigation into this issue and will file a supplemental report once the investigation is complete.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. A pcb assembly pn 670-0448-05 power supply was not functioning; therefore, the part was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of power for the modules was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation. Serial # was corrected by customer from initial MDR filing.

Event description:
Spacelabs received telemetry receiver module housing model 90479 for service repair with customer complaint of "no longer powers the receivers." The customer removed the product from service on (B)(4) 2015. No injury was reported.